Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports a leak in the molded strain relief on the primary extension tubing. Alcohol + pvp was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The PICC was secured with biopatch. The PICC was inserted on (B)(6) 2014 in the right ac. Each line was flushed on a regular basis using a 10cc syringe. Chg/alcohol (hub only) was used to clean the device. The catheter tubing was not being cleaned. The PICC was removed on (B)(6) 2014 and replaced with another PICC. The status of the patient is good.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The returned product sample consisted of one 1.9 fr dual lumen PICC assembled catheter. During visual inspection, a crack was noticed on the strain relief of the primary i.v extension (5 fr). During magnification it revealed a crack on the strain relief. Underwater test (functional test) was performed and bubbles were detected coming out from the strain relief which corresponds to the primary i.v extension (5 fr). The lumen which corresponds to the secondary i.v extension (5 fr) did not show bubbles during testing. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. It is important to mention that the instructions for use states: do not use a sharp clamp or instrument to handle the catheter as a minor cut could tear or break the catheter. It further states, do not stretch the catheter as too much tension could tear the catheter. Based on the sample evaluation, it was noticed that the nick found in the catheter is clean (there is no tear evidence), which is consistent with a cut made with a sharp object. Based on the available information, the most probable root cause could be considered misuse (leak could be caused due a cut with a sharp object). No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing facility. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.